Event description:
In early 2009, the patient was implanted with gore excluder aaa endoprosthesis to repair an abdominal aortic aneurysm. A proximal type I endoleak was observed. Touch-up ballooning failed to resolve the endoleak. An aortic extender component was then deployed; however, the superior mesenteric artery (sma) was unintentionally partially covered. An 8mm express stent (boston scientific) was then placed in the sma, but the endoleak did not resolve. The physician decided to take a wait-and-see approach. The following month, ballooning was repeated at the proximal neck, but failed to completely resolve the endoleak. The patient was discharged the next day. No other complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.